Event description:
The device was implanted on 12/2/96 for infusion of chemotherapy through the hepatic artery. On 12/27/96, the facility nurse contacted a MFR nurse and reported that the device is "fast flowing". The facility nurse then provided the following device refill data: 12/16/96-residual volume (rv)=0ml (needle placement checks with normal saline was performed), refill period (rp)=14 days, flow rate (fr) =3.57ml/day. The device was refilled with heparin 10,000u/ns=50ml. (Note: the MFR recommends that 50,000/50cc be used in the device clinician's manual, page 18). On 12/23/96, rv=20ml, rp=7 days, fr=4.29ml/day. The pt has not had a fever or traveled recently. The device pocket is satisfactory and the MFR's device refill kits are used. The facility nurse inquired what can be done to slow the device flow rate. The MFR nurse discussed the effect of heparin in concentration and all the troubleshooting steps provided in the device clinician's manual. The facility nurse stated that she had a copy and would discuss the MFR nurse's recommendations with the physician.